Manufacturer narrative:
A functional check found the complaint confirmed; the broach taper would not fit into the hole of the broach handle. The root cause is attributed to misuse and heavy usage. The taper of the broach exhibits nicks and deep scratches. The date code for the broach is a0708 indicating a july 2008 manufacture date. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The handle is very loose and the broach has scratches that are making engagement more difficult.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).